Event description:
It was reported that a spectrum infusion pump was alarming system error 105. It was also reported there was no pt injury.

Manufacturer narrative:
(B)(4). The device was returned to baxter and an eval was performed. The eval confirmed through the event history log but did not reproduce the system error 105. The reported symptom was found to be caused by a failed motor (seized). The failed motor assembly was replaced.